Event description:
It was reported that pump "touch screen is unresponsive sometimes, often having to press multiple times to unlock or lock pump and try again when trying to bolus". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.